Event description:
It was reported that at implant the helix was not working, the fixation was unstable, the impedances were over 2000 ohms, and the thresholds were high. The lead was removed and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku(B)(4)

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor was distorted. It was noted that the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damage at implant. Visual analysis revealed that the lead was received with the distal coil distorted within the connector and the helix cannot be tested when the lead is returned in this condition. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.